Event description:
The reporter indicated, that the surgeon implanted. A 13.2mm vticmo13.2, -14.50/1.0/085 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed. The lens remains implanted. Cause of the event is reported as other: higher than expected vault, due to larger size lens being selected. Reportedly, exchange possible.

Manufacturer narrative:
A4, a5, a6. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).